Manufacturer narrative:
A maquet field service technician visited the hospital and evaluated the device. We found that the metal structure of the ondal acrobat 2000, double fork spring arm had broken at the junction with the cupola. He replaced the spring arm with a new one. This malfunction was previously addressed in the u.s. Through a device correction: FDA number z-0182-188-2010. (B)(4). This customer in (B)(6) received the field safety notice issued by maquet (B)(4) in (B)(6) 2010, but did not follow the recommendations from maquet to verify the weld seams and replace the arm in case of cracked weld seam detected. Maquet, inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that an xten spring arm broke. The cupola was retained by its cables. No injuries were reported. (B)(4).